Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The articulating arm was returned to the manufacturer for analysis. Analysis found that the arm was loose and could not tighten with the handle.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the articulating arm was seized and could not loosen or tighten at that time. There was no patient present when the issue was discovered. The articulating arm was replaced and the faulty arm was returned to the manufacturer. Upon analysis the arm was found to be loose and could not tighten.